Manufacturer narrative:
(B)(4). Visual examination of the returned product/provided pictures identified the pin broke at the base of the adaptor. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. D10: item# p47-940-0001; lot# unknown.

Event description:
It was reported that a self drilling half pin broke off inside the hex driver. The half pin tip remains implanted. Attempts have been made and no further information has been provided.